Event description:
It was reported that the insulin pump alarmed motor error during the rewind. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.